Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have been experiencing hiccups that have not been going away for the previous few days and was told this could be a sign of lead damage. They also reported that they have not had their device checked in a few years. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.